Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a drawer failure. While the engineer arrived on site, there was no failed drawer, and the unit nurses recovered the failed storage space prior to the field service engineer 's arrival on site. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis medstation system, it had drawer failure and not detected on bus. The customer reported that the user was unable to issue medications to the patient during this malfunction, resulted in delay to patient care. There were no adverse events or injuries reported based on this event.